Manufacturer narrative:
A ge rep performed an onsite investigation. The service rep replaced the system's printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to display live images. No pt injury was reported.